Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. Corrected fields: d5 and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "scope can not be inserted" was caused by a scope connector sensor failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system exhibited: scope cannot be inserted due to a defective scope connector sensor. It is difficult to insert a device in the connector socket due to a blocked connector detection clip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.